Event description:
It was reported that a patient "underwent a c5-c6 anterior cervical discectomy followed by disc implantation. At an unknown time post-op, the patient had a progression of uncarthrosis at level c5-c6, with increased myelopathy. The patient underwent removal of the prosthesis and osteophytes with fusion at c4-c7. At an unknown time post-op, the patient¿s previously captured progression of uncarthrosis at c5-c6 with myelopathy was noted. The outcome was described as ¿favorable¿." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This event is part of a clinical post market study and information contained here was not reported with the original data.